Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as unavailable for evaluation. However, an image has been provided. The investigation is ongoing. A follow-up report will be provided once the investigation has been completed.

Event description:
Guidewire broke off during use.